Manufacturer narrative:
Concomitant products: w4tr01 crt-p implant date: (B)(6) 2019; 429888 lead implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead  fractured. High thresholds and impedance were also noted on the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.